Event description:
Husband implanted in early 90's with right silicone testicle. It ruptured in 2007. Looks like it had been leaking over a period of time per his dr reports. Had to have surgery to have it removed. I started doing research and found there was a recall. I am also wondering if this could be what has made me sick with what I think my husband has, silicone implant disease. My husband and I would be willing to undergo and test to see if you could help us with our health issues. We were never informed of the recall by anyone. Any info would be appreciated.